Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father of a customer reported via phone call that his daughter's insulin pump alarmed no delivery and she went to the emergency room with blood glucose of 600 mg/dl and was then admitted to the hospital. Customer does not recall any significant events leading to the error. The customer indicated that the alarm was resolved by a complete set change. The customer was advised to call back if the pump should alarm again. No further information was provided.